Event description:
It was reported that the stimulator was at end of life (eol) before 30 months. There was premature eol of the stimulator. Intensive use maybe had an impact on the stimulator eol. Actions required as a result of the event included hospitalization, explant, and replacement. No diagnostics or trouble shooting was performed. The patient¿s status at the time of report was alive with no injury. No patient symptoms or complications were associated with the event. The patient was in the hospital from (B)(6) 2015 until (B)(6) 2015. The stimulator was explanted and replaced on (B)(6) 2014. The event was recovered on (B)(6) 2014.

Event description:
Additional information received from the healthcare professional (hcp) of a foreign clinical study reported that the stimulator implanted on (B)(6) 2010 was replaced by a new one on (B)(6) 2012 but it was not known if it was due to end of life of the stimulator. The device implanted on (B)(6) 2012 was replaced on (B)(6) 2014 due to premature battery depletion.

Event description:
Additional information was received from the healthcare professional (hcp) of a foreign clinical study reporting that the replaced device was model number 37714 and serial number (B)(4) and electrode model number 3877-45 and lot number 0206690618. It was unclear what device the allegation of premature depletion is referring to. Follow up is being conducted to determine what device the alleged premature depletion pertains to.

Manufacturer narrative:
Product ID: neu_unknown_lead, lot# unknown, implanted: (B)(6) 2010, product type: lead. (B)(4).